Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for catalog 301947 lot 1811160 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Despite the fact that any high volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce discardit syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. Considering our in-coming and in-process inspection, no corrective actions are required at this time. We can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection, no actions are required.

Event description:
It was reported that bd¿ syringe w/ needle had foreign matter in the cap and tubing. This occurred on 2 occasions before use. The following information was provided by the initial reporter: noticed foreign black matter in the needle cap and foreign water in the needle tubing after unwrapped the package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe w/ needle had foreign matter in the cap and tubing. This occurred on 2 occasions before use. The following information was provided by the initial reporter: noticed foreign black matter in the needle cap and foreign water in the needle tubing after unwrapped the package.